Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2244936, medical device expiration date: 2023-08-30, and device manufacture date: 2022-09-01. Medical device lot#: 2089903, medical device expiration date: 28-mar-2023, and device manufacture date: 30-mar-2022.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin have several boxes of lots 2244936 and 2089903 contaminated. The following information was provided by the initial reporter: several boxes of thioglycollate medium that are slightly hazy. The item number is 221788 8 ml vials and the affected lots in our possession is 2244936 and 2089903.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin have several boxes of lots 2244936 and 2089903 contaminated. The following information was provided by the initial reporter: several boxes of thioglycollate medium that are slightly hazy. The item number is 221788 8 ml vials and the affected lots in our possession is 2244936 and 2089903.

Manufacturer narrative:
H.6 investigation summary material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch 2244936. The batch history record review for batch 2244936 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing was satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed and there are other complaints on this batch for contamination/foreign material. Retention samples from batch 2244936 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retention tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was incubated in the 20¿25-degree celsius incubator and the other tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of growth or turbidity. A gram stain was also performed on the retention sample no organisms were found. Batch 2089903. The batch history record review for batch 2089903 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing was satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed there no other complaints on this batch. Retention samples from batch 2089903 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was incubated in the 20¿25-degree celsius incubator and the other tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of growth or turbidity. A gram stain was performed on one retention tube and no organisms were recovered. Four photos were received to assist with the investigation: the first photo shows three partial tubes (the caps cannot be seen). Two tubes are from batch 2244936, and one tube is from batch 2089903. The media does appear cloudy/turbid in the tubes from batch 2244936. The tube from batch 2089903 the media is clear yellow as described in the certificate of analysis. The second photo shows two tubes and a partial tube from batch 2089903. The media is clear yellow as described in the certificate of analysis. The third and fourth photos show five tubes from batch 2244936 the media does appear cloudy/hazy in all five tubes. Returns were received to assist with the investigation. A bd 100-pack carton from batch 2244936 carton number 0337 was received in a medium shipping box with bubble wrap. There were 99 tubes from batch 2244936 in the carton. All 99/99 tubes the media did appear cloudy. All 99/99 returned tubes were incubated at 33-37-degrees celsius. There was no change in the media after a seven-day incubation period. A gram-stain was performed, gram-negative rods were observed. No return samples were received for batch 2089903. This complaint can be confirmed based on the evidence provided by the photos and returns received for batch 2244936. This complaint cannot be confirmed for batch 2089903. Bd will continue to trend complaints for contamination/appearance defects/non-viables. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Other sources of dead organisms visible upon gram staining include staining reagents, immersion oil, glass slides, and the specimens used for inoculation. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. Additionally, this product is not labeled sterile. As stated in our package insert, "do not use medium if it shows evidence of microbial contamination, discoloration, drying or other signs of deterioration". Bd has identified a complaint trend for hazy media due to the presence of non-viables for this product. A CAPA (corrective and preventative actions) has been initiated per bd procedures. The CAPA is currently in the investigational stage where applicable corrective actions are being identified. Bd expects improvement in the observation of hazy media due to non-viables as the CAPA progresses. Bd will continue to trend complaints for contamination. H3 other text : see h.10.